Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported entrapment of device component was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily tortuous, calcified and 100% stenosed anatomy resulted in the reported entrapment. Manipulation of the device resulted in the reported/noted detachments (core, polymer coating). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with an st elevated myocardial infarction. The target lesion was in the obtuse marginal branch of the circumflex artery with heavy tortuosity, calcification and 100% stenosis. A whisper ms guidewire was advanced to the lesion with no resistance. Following unsuccessful dilatation of the lesion with an unspecified balloon dilatation catheter, guidewire removal was attempted so an additional wire could be placed; however, a separation was noted on removal of the whisper guidewire. The separation occurred at the distal core of the guidewire. As the separated portion of the guidewire was stuck within the 100% stenosed lesion and no flow had been re-established with balloon angioplasty, no attempt to retrieve the separated portion or further intervention for the lesion was performed. Post procedure the patient was reported as being stable. There was no clinically significant delay in the procedure. No additional information was provided.